Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device lost telemetry and function due to battery depletion. The cause of the depletion cannot be determined. The device was fully functional and operated under normal current drain when powered with an external supply. The residual voltage and impedance indicates that the battery was not internally shorted. Since no save to disk data could be retrieved from the device and no other data was provided from the field, there is no way to confirm this result. The result of analysis is inconclusive. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The device was returned from a crematory post mortem. No information regarding the death was received, including cause of death. The device was analyzed and tested out of specification. No additional information is available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.